Event description:
It was reported that the procedure was to treat lesions in the proximal to distal right coronary artery. Pre-dilatation and intravascular ultrasound were performed, and the 3.5 x 33 mm xience prime stent was deployed; however, after the stent delivery system (sds) balloon was deflated, strong resistance was noted with the implanted stent during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.